Event description:
The clinician reports the implant was inserted 2023-12-19 in ada 25. On (B)(6) 2023, non-osseointegration was verified. The device was f(B)(6) 2023orwarded to the manufacturer. At the event the patient experienced: pain and increased sensitivity. No further patient complications were reported.